Manufacturer narrative:
D. Suspected medical device: the customer did not provide the device information. All known information is based in the investigation finding the product to be b1115. The lot#, expiration date, and manufacture date are unknown. Investigation summary: received two (2) used partial tubing with filter. As received the incoming tube of one of the filters was observed to be missing. The outgoing tube of the other filter was observed to be missing. The received sets appear to be item # b1115. The complaint of detachment can be confirmed. The probable cause was due to insufficient solvent applied during manual assembly process in ensenada.

Event description:
A complaint was received with regards to a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer that experienced separation during infusion. There was patient involvement. This is 1 of 2 reports. The report states that 2 lipid tubings was detached. The issue was tubing detached at the filter. The status of the product at the time of the event was in use and infusing lipids on a patient. When customer asked "was anyone harmed as a result of event?" She answered that "tubing was connected to a central line increasing the chances for infection."